Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
During setup of the console the handpiece (hp) was primed and tuned according to the prime and tune process. The system successfully completed the prime and tune cycle without any system message (sm) or alerts. During phacoemulsification (phaco) mode upon entering into the eye it was observed that no phaco power was present on the system display nor at the tip of the handpiece. There was no audible or visual indication of phaco power activation, despite the foot pedal being fully engaged. Turning irrigation off and on did not result resolve the issue. The hp was removed from the eye ad reprimed and functioned as normal. Case was completed without any reports of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).